Manufacturer narrative:
Philips has investigated this complaint. It is reported to philips that the system was not switching on. Upon troubleshooting, the philips field service engineer (fse) visited onsite, checked the system and found host pc not booted up properly. To resolve the issue, fse recycled the power of the system. After repairs the device returned to good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was not switching on. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.